Event description:
It was reported that the pt had stroke symptoms one week after stenting. The pt came to the clinic for a neuro exam and doppler, eight days prior to the one month visit window. The pt was seen by an attending and neurology. The pt experienced tia right hemiparesis in 2005. Twelve days later, the pt had a few hours of right leg heaviness which then progressed to right arm heaviness. Since her transient spell, she has on occasion had problems using the right leg again. The pt has not had any other changes in her neurologic review of systems.